Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab technician. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal arteriotomy locator did not lock while being inserted into the procedure sheath. The locator was able to be withdrawn easily, indicating that it did not engage properly. This event occurred intra-procedurally and was classified as a product malfunction. A second angio-seal device was used to complete the procedure without further issue. The patient underwent mechanical thrombectomy prior to angio-seal deployment. Additional information received on 25 july 2025 indicated that an 8 french procedure sheath was used. The patient remained stable. There was no difficulty inserting the locator into the hub. The locator and hub were inserted freely, and an audible click was heard upon mating. However, no tactile feedback was noted after mating, and the locator did not lock into the sheath.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the hemostasis sheath, header bag, carrier tube, wire guide and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and locator assembly were returned fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath: 56 & arteriotomy locator: d5. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).